Event description:
It was reported that during a ptca procedure, a cutting balloon was advanced on the guide wire. Reportedly, the balloon ruptured at 15atm. Both the balloon and the guide wire were removed, and the guide wire was found to be separated. The distal part of the separated guide wire was still in the balloon. There was no patient effect reported.